Event description:
Caller states that the pt was tested using the same device, but 2 boxes of the same strip lot. The pt tested >8.0 inr on the first test and 6.6 inr on the second test. Due to device results, customer was sent for a lab which returned as 6.2 inr. No adverse event reported. Requested return of suspect device and replacement was sent.